Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during a haemostasis procedure performed on (B)(6) 2021. During the procedure, the bands were successfully placed and deployed onto the varices; however, it was noticed that the first band was lost and the varix started bleeding. It was believed that the suction was right and had enough varices in the ligation device, but the shrink power from the first band not strong enough. The procedure was successfully completed with the same speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during a haemostasis procedure performed on (B)(6) 2021. During the procedure, the bands were successfully placed and deployed onto the varices; however, it was noticed that the first band was lost and the varix started bleeding. It was believed that the suction was right and had enough varices in the ligation device, but the shrink power from the first band not strong enough. The procedure was successfully completed with the same speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. It was reported that the speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block h6: medical device code a22 captures the reportable issue of bands falling off varix. Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (type of procedure), block e1 (physician name).